Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 241 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
Findings: no button error alarm during testing. However unit had intermittent buttons response due to corroded keypad traces. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.